Event description:
Reporter performed back-to-back bg tests, using different fingersticks, with results of 109, 47 and 51 mg/dl. Control solution test was 124(100-150) mg/dl. Reporter was not experiencing symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8